Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 assay results for two patient samples tested on the cobas c 503 analyzer. Patient sample 1 the initial result was 2.33 mg/dl. The repeat result was 0.54 mg/dl. Patient sample 2 the initial result was 2.50 mg/dl the repeat result was 0.44 mg/dl

Manufacturer narrative:
The cobas c 503 analyzer serial number was not provided.